Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent such damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur¿.

Event description:
Olympus was initially informed that during a total laparoscopic hysterectomy (tlh) procedure the teflon pad burnt. Furthermore olympus was informed that the metal was exposed. The event occurred when the doctor was using the seal and cut function of the device. There was a short circuit error displayed on the generator. The device was inspected prior to procedure and no abnormalities were found. The intended procedure was completed using another thunderbeat device. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and correct the device lot number. The device was returned to olympus for evaluation. The evaluation was unable to confirm the user¿s complaint. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be split and partially separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was connected to the test usg-400 and displayed an u508 (seal and cut short circuit error) due to the jaw and probe being misaligned. The device passed the probe check.